Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver broke. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The failure is attributed to wear and tear resulting from repeated torquing and engagement of the driver within the screw head, as well as extended use in the field. The device was manufactured in 2021.